Event description:
It was reported to boston scientific corporation on july 29, 2008, that a hydrothermablator control unit (hta) was used during a therapeutic hydrothermal ablation procedure on six days earlier. According to the complainant, during the hysteroscopy phase, the physician tried to pause the machine by hitting stop; it was not registering and they could not stop it. The machine was turned off and on again. The machine would not stop flowing. The case was aborted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.